Event description:
It was reported that the system could not produce a live image due to water on the ii. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The amp power supply and the camera were cleaned and dried during the service call. The system was tested and found to be working as intended and put back into service.